Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection foud no anomalies in the appearance. The actual device was rinsed with saline solution, fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside. The adhesion of clots was found on the upper and backside areas. The filter was removed and the fiber layer was removed from the winding in increments of 4mm and subjected to magnification inspection. The adhesion of visible clots started to appear after 14mm was removed. There was no anomaly in the state of fiber winding. Magnifying inspection of the removed fiber layers revealed the presence of clots on the layer at 12mm to the last layer before the heat exchanger module. After all the fiber layers were removed, the heat exchanger module was inspected. The adhesion of clots was found on the bottom part. Electron microscopic inspection of the outer and inner surfaces of the filter revealed the adhesion of erythrocyte components consisting of red blood cells and echinocyte red bloodcells. Electron microscopic inspection of the surface of the fiber on each layer revealed the partial adhesion of erythrocyte components consisting of red blood cells, blood platelets and echinocyte red blood cells. The clots adhering on the bottom part of the heat exchanger were electron microscopic inspected and found to consist of erythrocyte components. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: the procedure was a CABG case; while obtaining the arteria thoracica intema the customer collected blood in the heart; re-circulation was carried out; the pressure before the oxygenator module rose up to 300-400mmhg; the actual device was immediately replaced with a new artificial lung; the amount of blood loss is unknown; the procedure was completed; and the patient was not harmed. Additional information received from the customer reported that after having ablated the blood vessel, the customer anastomosed a vascular prosthesis 10mm in size to the popliteal artery and applied tissue adhesive.